Event description:
The patient had not felt stimulation in two months. A power-on-reset condition was displayed and ins overdischarge was suspected. The physician mode recharge was started with 5 coupling bars and went on for 1.5 hours. The coupling then dropped to zero and despite repositioning it was not possible to increase the coupling bars. The battery has not reached the 25% mark yet. The ins was tilted with the lower portion rotated internally and medially. It was loose in the pocket and caused recharging to be difficult. The patient had fallen in (B) (6) 2009. X-ray done in august confirmed that the ins was not flipped. A physician mode recharge was also done at that time. The patient was scheduled for pocket revision with possible ins replacement (B) (6) 2010.

Manufacturer narrative:
(B) (4).